Event description:
It was reported, that device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed. And a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up, computed tomography identified that the closure device had shifted, and appeared canted at the ostium of the laa with a >5mm leak, allowing flow into the laa under the fabric of the closure device. Transesophageal echocardiogram was further performed to evaluate the leak. Course of intervention is still being determined between surgical intervention and snaring of the closure device for removal.

Event description:
It was reported that device shift and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up, computed tomography identified that the closure device had shifted and appeared canted at the ostium of the laa with a >5mm leak allowing flow into the laa under the fabric of the closure device. Transesophageal echocardiogram was further performed to evaluate the leak. Course of intervention is still being determined between surgical intervention and snaring of the closure device for removal. It was further reported that the device was explanted in (B)(6) 2023.

Manufacturer narrative:
B5: additional information added. D6b: explant date added. H6: impact code added.